Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/090 (sphere/cylinder/axis) tore before/during loading. It was implanted into the patient's left eye (os) then removed and replaced intra-operatively on (B)(6) 2020. The problem was resolved. The cause of the event is reported as unknown.